Event description:
It was reported that the patient's implantable pulse generator (ipg) was not getting a full charge. It was also stated that the patient had a terrible car accident and the patient's spinal cord stimulator (scs) paddle lead was showing several impedances upon lead checked. The patient underwent a procedure wherein the ipg and paddle lead were replaced. The patient was patient was doing well postoperatively, and the explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 592471, model/catalog description: artisan lead 70 cm, unique identifier (UDI): (B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Ship history review: ship history review was unable to determine the most probable lot number. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.